Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. It was reported that during aquablation therapy, the patient's blood pressure dramatically dropped and had to be resuscitated. The patient was then sent to the intensive care unit (ICU) and ultimately expired. It was reported that no issues were experienced during aquablation therapy and that the treating surgeon does not attribute the event to aquablation therapy. An autopsy will be performed, however, no information has been provided despite multiple follow-up attempts. Review of the treatment log files, device history record, labeling/IFU, and information received through the treating surgeon confirmed that no device malfunction occurred and the aquabeam robotic system functioned as intended and was used in accordance with its instructions for use. The reported event was determined not to be device-related. On 11-nov-2024, procept biorobotics corporation (procept) received additional information indicating that an autopsy will be performed, however, no information has been provided despite multiple follow-up attempts. H.6 adverse event problem: type of investigation: (4121) event history log review. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy on (B)(6) 2024 for symptomatic benign prostate hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the patient's blood pressure drastically dropped and became unresponsive. Emergency cardiopulmonary resuscitation (CPR), dosages of magnesium, calcium, bicarbonate, and multiple attempts with a defibrillator were able to stabilize the patient. The patient was then sent for a computed tomography (CT) scan and admitted to intensive care unit (ICU) where they ultimately passed away. The cause of the patient's death is unknown. It was reported that the patient was cleared for surgery and that the CT scan ruled out pulmonary embolism. Multiple follow-up attempts to gather additional information have been unsuccessful and it is unknown if an autopsy will be performed. No malfunction of the aquabeam robotic system was reported.